Event description:
The customer reported via phone call that the esc button had a dimple in it and it is now hard to get the button to respond on the insulin pump. Customer stated that he was working construction at the time and it may have caused the issue. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The esc button on the insulin pump had intermittent response due to flattened dome. The device had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.